Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during insertion. It was stated that the lens was implanted and removed without pt injury. The contact stated the cause of the lens tear was unk. Also, the contact could not recall the model and lot numbers of the cartridge and injector used during surgery.